Event description:
It w reported that after two boxes in use, which the patient did very well with, significant allergic reactions occurred. No medical or surgical intervention was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Ninety-four samples were received for evaluation; 60 decontaminated with its original closed shelf carton and 34 samples in new condition with its original open package. During visual inspection, no defects were found in the 94 samples. In order to reproduce the failure mode reported by the customer, two cannulas were placed in two different people with the aim of reviewing any reaction in the skin. No reaction was observed in either person. Production personnel performs 100 percent visual inspection using a black light in order to verify that drop has been placed at each joint and the amount of adhesive is correct. According to the procedure, production personnel verify the alignment and position of the adhesive with the cannula and that the central portion of the adhesive does not show any damage. Production personnel takes a sample of four (4) at start up, the beginning of every job and at least every (3) hours according with the procedure and performs testing. Also, according to the procedure quality takes a sample size that is determined daily based on the expected output and dividing the sample size so that a proportional amount is inspected at a 1 hourly intervals with an accept or reject criteria. Quality audits the adhesion testing of the skin adhesive and the pull testing of tubing set, at start up and at least every (3) hours, in order to verify there are none that are abnormal and have met within specification. After sample evaluation, the complaint was not confirmed. No corrective actions were taken.